Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had under delivery. The customer¿s blood glucose value was 330 mg/dl. Customer¿s current blood glucose was 279 mg/dl. The customer stated that the insulin exited. The customer did not experience any symptoms as a result of high blood glucose. The customer made some corrections by inserting fake carbohydrate readings. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer changed programming settings of the insulin pump. Based on customer report customer does allege pump was under delivering because pump was not auto correcting insulin. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.